Manufacturer narrative:
(B)(4). The service engineer replaced the user interface (ui) printed circuit board (pcb). The ventilator passed self-testing.

Event description:
Service engineer reported the ventilator's display would not illuminate. The ventilator was not on a patient at the time of the event.